Manufacturer narrative:
Concomitant product(s): p/n ep-200150 l/n 695420 act artic e1 hip brg 28x44mm; p/n 163638 l/n 043780 28mm cocr mod hd +6mm no skirt; p/n 110024464 l/n 584270 g7 dual mobility liner 44mm f; unknown femoral stem. Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products - g7 osseoti multihole 54mm f/ pn 110010265/ ln 35008010, g7 screw 6.5mm x 20mm/ pn 010000997/ ln 3843247, g7 screw 6.5mm x 20mm/ pn 010000997/ ln 3852838, g7 screw 6.5mm x 20mm/ pn 010000997/ ln 3443807. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03524, 0001825034-2017-03525, 0001825034-2017-03526, 0001825034-2017-03527.

Event description:
It was reported that a patient underwent a hip revision surgery approximately seven months post implantation due loosening of the cup and screw fracture. It was reported the cup did not grow in to the acetabulum. There were no complications or delays reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4)